Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks on the bevel wall were observed for the instrument. No sheering on the toggle switches was noted for the device. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastrectomy, the surgeon was using the instrument and the needle and suture fell off the device again. There must be an issue with the jaws holding the needle. To correct this condition: they pulled another device."sponse letter") - if you would like.